Event description:
It was reported that the lead exhibited loss of sensing and capture. A chest x-ray revealed that the lead had dislodged. The lead remained implanted.

Event description:
New information noted that atrial electrical values had not improved. The physician believed that the patient was experiencing atrial fibrillation and disabled the atrial lead as a result.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.